Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 15 mg/dl and 108 mg/dl and on a separate occasion 17 mg/dl and 128 mg/dl. No adverse event was reported. Product was replaced and requested to be returned for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.